Event description:
It was reported to boston scientific corporation on (B)(6), 2020 that a wallflex biliary rx fully covered rmv stent was to be used to treat a benign stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6), 2020. According to the complainant, during preparation, the physican inspected the device and it was noticed that the stent did not look normal inside the catheter; the stent appeared longer than it normally does. Reportedly, the device was not used inside the patient and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6: device problem code 2588 captures the reportable event of stent size incorrect. Block h10: investigation results a wallflex biliary rx fully covered rmv stent and delivery system were returned for analysis. The stent was received undeployed and fully covered by the outer sheath. Visual inspection of the returned device found that the outer blue sheath was kinked approximately 45 cm from the tip. Functional evaluation revealed that it was possible to deploy the stent using the delivery system as received without problems and no resistance felt. The stent was measured to be within specifications. No other issues with the stent and delivery system were noted. The reported event of stent size incorrect was not confirmed; the stent was measured to be within specifications. Taking all available information into consideration, the device met all manufacturing specifications required and passed all the controls and inspections with no abnormalities were reported during the assembly process. Therefore, the most probable cause is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of released for distribution.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 19, 2020 that a wallflex biliary rx fully covered rmv stent was to be used to treat a benign stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2020. According to the complainant, during preparation, the physician inspected the device and it was noticed that the stent did not look normal inside the catheter; the stent appeared longer than it normally does. Reportedly, the device was not used inside the patient and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.